Event description:
The patient's generator was replaced. The patient's explanted generator is available for return but has not been received to date. No other relevant information has been received to date.

Event description:
The explanted generator was received for product analysis. Product analysis was completed and reviewed. A comprehensive, automated pcba electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. No other relevant information is available to date.

Manufacturer narrative:
H6: device problem, corrected data - the initial reporter inadvertently left off a relevant coding update. It has since been corrected.

Event description:
It was reported that the patient was implanted in (B)(6) 2024 and now their battery status is at ifi (intensified follow-up indicator) = yes. The patient has since been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.